Manufacturer narrative:
Physio-control further evaluated the replaced power pcb assembly and the cause of the reported issue was determined to be due to a shorted integrated circuit, designator u5, which prevented the device from powering on.

Event description:
The customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly and performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.